Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had experienced less than 50% therapeutic relief/lack of effect of therapy. The date of the event was approximately 2015 (B)(6). A rotor study and dye study were performed and it was discovered that the catheter was not patent. A catheter revision was performed. The physician pushed medication through the catheter and ¿blew the catheter open.¿ the catheter issue was resolved and the catheter was currently patent. The same catheter remained implanted. The pump was placed on minimum rate. The patient was admitted to the hospital with due to symptoms associated with withdrawal. Patient outcome was unavailable at the time of the report. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)